Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer complaint. The suspect device was returned for investigation. Vyaire received assy, main pcb p/n:12031-001 rev. L, s/n: (B)(6). Visual inspection of the uut (unit under test) found no indication of damage or wear and tear. Checked voltage of bt600 battery, coin, 2032, 3v p/n:12930-001 and was found to measure 3.003 vdc. Installed the uut onto a known good ptv test vent, utilizing a known good docking cradle ran ptprogrammer v12.16r p/n:12208-420, under the ¿advanced¿ tab finds all vent modules connections are visible and communicating which indicates the uut serial number under ¿vent¿, and no errors are visible. Run ptv event tool v1.03r, and event trace has no event log and no indication of faults or errors. Connected the vent with a known good circuit lung and a flow analyzer and performed post (power on self-test), the test was performed per subsequent operation in ¿startup mode¿ per section ¿ 7-25 of the ptv service manual which passed. Repeatedly cycled the vent on and off multiple times and no display flashing occurred. Let the vent run for 4.8 hours with no alarms. Investigation was unable to duplicate the reported complaint. Uut was found to be functional without faults. Assy, main pcb p/n:12031-001 rev. L, s/n: (B)(6) will be scrapped per 1501-089-000-swi failure investigation.

Event description:
It was reported to vyaire medical that the revel ventilator display flashes on and off. Customer has checked all connections and they are fine. Furthermore, there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer would like to replace the main board on this unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.